Event description:
Nurse was completing a blood draw and got air bubbles with flex of blood in syringe. The nurse then tried to tighten the connections and used multiple syringes to aspirate from the y- site connection of the huber needle tubing and still pulled back air bubbles instead of blood. Had to re- access patient with a different gripper needle huber set and the blood return was easily obtained.